Event description:
I had the essure implant put in me in 2005. At the time it was a safe, and no side effect form of permanent birth control. I was fine for the first couple of year. Then in 2008 I started to have severe headaches. I was diagnosed with pseudo tumor cerebri in 2008. I suffer headaches, dizziness, prolonged loss of vision, hearing impairment, nausea and vomiting, swelling in my legs and feet. Hair loss and sores on the scalp. Tissue problems and frailer to heal. Ringing in the hear, migraines with aura, loss of sex drive, pain in my hips and legs, pain during sex, nerve damage to my legs and hips. Stiffness in my neck and neck pain. Sensitivity to light, sound, and heat.